Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had problems with insulin pump buttons. Customer stated buttons need to be pushed several time in order for them to work. Customer inserted new batteries and did not work properly. Customer's blood glucose was unknown.